Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The part number, lot number, and quantity of screws removed is unknown at this time. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision of an open heart surgery patient was reported. Additional information was requested but has not been provided at this time.

Manufacturer narrative:
The following sections were updated based on the receipt of additional information and completion of the investigation: date of this report was updated, describe event or problem was updated, date received by manufacturer, type of report, follow-up type, additional narratives/data updated. This follow-up report is being submitted to relay additional information. There was a revision in which the implants were removed and replaced; therefore the complaint is considered confirmed. No product was returned. The surgeon reported the revision was due to patient bleeding and is not related in any way (even if not the primary cause) to the sternalock device utilized in the patient's original procedure. There was no alleged malfunction of these implants. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to the patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the revision was due to patient bleeding and is not related in any way (even if not the primary cause) to the sternalock device utilized in the patient's original procedure.